Event description:
It was reported that six er320's were used during a laparoscopic cholecystectomy. It was reported by the affiliate that each instrument's jaw broke. The clips did not fall into the pt and the effected appliers are from three different batches. There was no consequence to the pt.